Manufacturer narrative:
The initial report stated that the date returned to manufacturer was mar 20, 1014. It has been updated to mar 20, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was making an unusual noise and triggers were sticky. It was further reported that the electronic motor and ecu needed to be updated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device was broken and would not ream properly. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.